Manufacturer narrative:
Catheter model: unk, serial/lot#: unk. The day and month are unknown. It was not possible to match this event with a previously reported event. (B)(4).

Event description:
Through follow-up with the corresponding author it was confirmed that the MRI and clinical findings of new disease progression were not related at all to the intrathecal baclofen therapy or the device. The patient was on lioresal 2,000mcg/ml.

Event description:
Stroet, a., trampe, n., chan, a. Treatment failure of intrathecal baclofen and supra-additive effect of nabiximols in multiple sclerosis-related spasticity: a case report. Therapeutic advances in neurological disorders. 2013;6(3):199-203. Summary: multiple sclerosis (ms)-related spasticity is associated with disability and impairment in quality of life. We report on a patient with secondary progressive ms and spastic tetraparesis (expanded disability status scale score 8.5). The right arm exhibited flexor spasticity resulting in functional disability despite multimodal symptomatic treatment. Intrathecal baclofen led to side effects despite decreasing efficacy. Low-dose nabiximols improved spasticity and function with recovery of daily-life activities and spasticity-related symptoms. Reduction of intrathecal baclofen ameliorated adverse drug reactions. Add-on cannabinoid therapy was effective in therapy-refractory spasticity with supra-additive effect in combining intrathecal baclofen and nabiximols, hypothetically explained by mutually complementing mechanisms of action. Reported event: in 2010, itb dosage was increased more than three fold. Malfunction of the pump/catheter dislocation was excluded via lower spinal magnetic resonance imaging (MRI) and radioscopy. Cerebral MRI showed marked cortical and subcortical brain atrophy and high t2-lesion load. Spinal MRI revealed substantial atrophy of the medulla oblongata and cervical spinal cord with diffuse t2-signal. Active, gadolinium-enhancing lesions were not present on cerebral and spinal t1-weighted MRI. On high-dose itb (1450mcg/day) and intermittent intrathecal tca administration, edss and function of the right arm and hand remained stable. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Product ID 8731, lot # unknown, product type catheter.(B)(4).